Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt was experiencing uncomfortable stimulation in her lower back. An x-ray showed that one lead had migrated. The pt was reprogrammed using the other lead and adequate coverage was obtained; however, the patient's stimulation changed at a later date. The percutaneous leads were replaced with a paddle lead on (B)(6) 2010. The explanted leads were returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Device evaluation was not performed as product analysis cannot confirm or not confirm the alleged lead migration. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.